Event description:
It was reported that the user treated a low blood glucose of 52 mg/dl with gummy bears and subsequently experienced high blood glucose readings, with the pump displaying 332 mg/dl and a confirmatory fingerstick of 309 mg/dl; the user chose to disconnect from the pump and administer subcutaneous insulin via pen, and no device component was implicated. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.